Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2223707 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. There was no injury to the patient. The device was stored and prepped according to the IFU. The device was used in a diagnostic peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was used with a non-cordis vcd. The vessel was arterial. Hemostasis was achieved by manual compression. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. There was no injury to the patient. The device was stored and prepped according to the IFU. The device was used in a diagnostic peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was used with a non-cordis vcd. The vessel was arterial. Hemostasis was achieved by manual compression. A non-sterile ¿mynxgrip vascular closure device¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. A non-cordis procedure sheath was locked on to the sheath catch and blood was noted in the procedure sheath. The sealant remained in the manufacturing position, exposed to blood, and the advancer tube was found inside the outer cartridge tubing. In addition, the balloon was observed complete deflated. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Dimensional analysis was performed to verify the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Visual inspection at high magnification showed that the sealant remained in the manufacturing position, exposed to blood, and the advancer tube was found inside the outer cartridge tubing. Additionally, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2223707 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and the product analysis, procedural/handling factors, such as an incomplete engagement of the advancer tube, possibly contributed to the issue with the sealant reported since there were no anomalies noted during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. There was no injury to the patient. The device was stored and prepped according to the IFU. The device was used in a diagnostic peripheral procedure using a retrograde approach. The deployer was mynx certified. The device was used with a non-cordis vcd. The vessel was arterial. Hemostasis was achieved by manual compression. The device is being returned for evaluation.